Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was an area of in-stent restenosis of a non-bsc stent located in the moderately tortuous and severely calcified iliac artery. A 7.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during initial inflation at 15 atmospheres, the balloon ruptured. The device was removed and the procedure was completed with a different device. No patient complications were reported and the patient was in good condition.